Manufacturer narrative:
Although exact patient age at time of event is unknown, it was reported that the patient was (B)(6) when enrolled in the study on (B)(6) 2017. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Report source: (B)(6) clinical study. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 23, 2019 that a wallflex biliary rx fully covered rmv stent had been implanted during an endoscopic retrograde cholangiopancreatography (ercp) with stent exchange procedure performed on (B)(6) 2018. Five previously implanted non-bsc plastic stents were removed during the stent exchange procedure. Reportedly, the patient had a history of chronic pancreatitis, the etiology of the pancreatitis was alcoholic. According to the complainant, on (B)(6) 2019, during a scheduled follow-up, the patient presented with jaundice. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and the stent was found to have migrated. Reportedly, the stent was removed by the retrieval loop with rat tooth forceps. It is unknown if the stricture had been resolved or if a new stent was implanted. No additional treatment or intervention was provided to resolve the jaundice and the patient's condition was reported to be stable.